Manufacturer narrative:
(B)(4). Batch # m9239u. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during the procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.